Event description:
The manufacturer received information alleging an error code related to the internal battery was observed. The device's power supply was replaced by a third-party to address the issue.